Event description:
Boston scientific received information that this communicator had no power to it and the patient stated that the power supply was melted. No adverse patient effects reported. The patient has returned the communicator for analysis. A new communicator was shipped to the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the no power and melting of the power supply. There was an audible ringing noise that could be heard during analysis.